Event description:
The customer alleged the temperature light did not light up. The customer did not use the unit. There were no reports of physical complaints.

Manufacturer narrative:
Method code: other - the temperature light came back on. The unit did not require service.